Event description:
It was reported that the permanent cautery hook instrument (pch) was found to have a bent jaw/tip. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken yaw pulley at the cautery hook. The pulley was fully broken. There was no discoloration, corrosion, or contamination on the pulley that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the pulley breaking. The broken piece was not returned, measuring roughly 5.93mm in size. The instrument was found to have a broken proximal clevis at the ears of the clevis. The broken piece was returned, measuring roughly 5.37mm in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause the hook/spatula to bend or break. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.